Manufacturer narrative:
Additional information was added to h4, h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock adapter of a continu-flo solution set was cracked, leading to a leak. When the set was disconnected, the male luer lock adapter broke. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.